Event description:
A cartridge change error was reported with the customer's insulin pump. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through inspecting and cleaning specific areas of the pump, ensuring the cartridge was properly attached and loaded. The customer successfully completed the process and resumed insulin delivery.